Event description:
It is reported by patient's attorney that in 2004, patient underwent surgery to fixate a subtrochanteric fracture of her left hip using zimmer itst system. Post-op, patient experienced pain and difficulty with ambulation. As a result, 5 months laer, the left hip was revised during which the implant was discovered to have fractured.

Manufacturer narrative:
Evaluation summary: patient age, weight, and activity level during period of implantation is not known. Cause cannot be definitely determined. Evaluation codes: no device or x-rays were returned for evaluation. Manufacturing records are intact, conforming and indicate manufacture to specification.